Event description:
The product report indicated the extension device was explanted during scs system retrieval for battery depletion, and was returned to the MFR for analysis.

Manufacturer narrative:
Results of final device analysis determined the #0 straight wire conductor was broken internal to the molded rubber at the distal tip of the extension. Eval of the ipg found the unit functionally acceptable.